Manufacturer narrative:
(B)(4). Baxter evaluated the device and discovered a failed ultrasonic sensor with low fluid numbers. It was determined that this failing part caused the false air in line alarms and has been replaced.

Event description:
During review of the event history log, it was determined that a repeating pattern of air in line alarms suggest that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.